Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2015 and no other similar event has been reported, neither concerning trend has been identified. Based on the outcome of service activity, the root cause of the issue has been traced back to a defective cpu board. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro sub-components. However, there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland has received a report that a 3t heater cooler displayed alarms indicating pump 1 uses too much power (e06) and pump 1 is blocked (e07) during a procedure. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information were not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the 3t heater cooler. A livanova field service engineer was dispatched to the customer. Upon initial check of the 3t heater cooler, the unit has an error 05 only on the patient side. Unit was already open and livanova field service engineer was informed an in house biomed had replaced the patient pump 1, stirrer motor, and distribution board. Livanova field service engineer was shown the old parts and an unused erosion kit. Looking inside livanova field service engineer noticed the stirrer motor was not moving and by touch seized. Also noticed from the outside the patient 1 inlet and outlet ports seemed to be bent. Livanova field service engineer removed the stirrer motor and noted the cylindrical support edk 024 (stirrer motor white mounting block) was mounted upside-down. Livanova field service engineer corrected the installation of the stirrer motor and installed the new impeller that was in the biomed shop. Reassembled bridge and checked operation the error 05 re-appered when powering on the device. Livanova field service engineer replaced the "processor board ul508 hc3t" and this solved the issue. The device was thoroughlly functionally tested and returned to service errors e05, e06 and e07 are all related to stirring mechanism blocked/not starting, detected through different measures: power consumption too low for e05, too high for e06). However, livanova technician confirmed that the pumps were working ok, swapping connections. The root cause was related to a failure of processor board. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.